Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Event description:
It was reported during testing that there was a "double beep with no cassette" alarm.. No patient injury was reported.

Manufacturer narrative:
Product is beyond nineteen years from manufacture date of 2003-01 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous 4 years and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the dso (down stream occlusion) has residue around it that is consistent with fluid ingression. Functional testing could not duplicate double beep error because could not advance beyond the lec 1720 error caused by a faulty backup capacitor. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: correction: model number: 6400.